Event description:
The facility reported an infusion pump with a failure code 812:02. Information was not provided regarding whether or not this event occurred during patient use.according to the hospital representatives there was no patient injury or medical intervention reported. No additional information or contact was available.

Manufacturer narrative:
Evaluation summary: evaluation was performed and the reported condition of failure code 812:02 was confirmed and duplicated. Inspection of the pump revealed worn shuttle motor gears in the pump head module (phm) caused failure code 812:02. The pump head module was replaced. The pump was tested for proper operation and pump found to function properly.